Event description:
Device 1 of 2. Reference MFR report # 1627487-2012-12862. It was reported the pt experienced pain at the extension site. The pt will meet with a different pain physician for a consultation. Note: the pt received two models of extrusions. Both are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.